Event description:
The manufacturer received information alleging the proximal pressure sensor calibration test steps had failed trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The device was evaluated at the manufacturer service center when the reported issue had occurred on the device. During the evaluation it was noted that the devices sensor printed circuit assembly (pca) board had caused the proximal pressure sensor test steps to fail on the device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the cord retainer, front and rear enclosure cases were replaced for physical damage unrelated to the reportable issue. The rubber feet were replaced for missing on the device, which was unrelated to the reportable issue. The device passed all final testing.